Manufacturer narrative:
Follow-up #1: date of submission 07/21/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/01/2015 with the following findings:the keypad cover was observed to be intact. The keypad buttons were tested and all of the buttons were found to be intermittently responding to button presses. The keypad was removed and contamination was found under all of the button contacts. Unrelated to the complaint, the display screen was noted to be dim and discolored with a reddish tint and the battery compartment was observed to be cracked along the side of the threads and below the bumper pad.

Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the up, down, and ok buttons on the keypad were under responsive to button presses. The reporter confirmed that there was no noted damage to the keypad or moisture ingress related to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.